Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 221475 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 221475 and device part number 195-430h / lot 218320. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 221475 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses result one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed on (B)(6) 2023 and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.